Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#3006705815-2017-00745. It was reported the patient experienced a headache and swelling near the lead insertion point, reportedly symptomatic of cerebrospinal fluid leakage. Follow-up identified surgical intervention may be undertaken and plans for a pump trial as the next course of action.

Event description:
Device 2 of 2. Reference MFR. Report#3006705815-2017-00745. Follow-up identified the headache resolved on its' own and the swelling site was aspirated by the physician.